Event description:
It was reported that during a mediastinum tumor procedure, the blade was broken off when the device was cleaned outside the pt. No pieces were left inside the pt. Other devices were used to complete the procedure. There were no adverse consequences for the pt. The customer disposed of the devices, no devices will be returning.

Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.